Manufacturer narrative:
Evaluation of the returned ruby coil revealed that the embolization coil had offset coil winds throughout its length. If the ruby coil is forcefully advanced against resistance during insertion into a microcatheter, damage such as offset coil winds may occur. The root cause of resistance could not be determined. During the functional test, the ruby coil was re-sheathed, and resistance was encountered during advancement due to the offset coil winds. The ruby coil could not be advanced at all, and no further functional testing could be performed. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery to treat a gastrointestinal (gi) bleed using ruby coils and a non-penumbra microcatheter. During the procedure, one ruby coil was successfully implanted in the target vessel using the microcatheter. While attempting to advance a second ruby coil into the microcatheter, the ruby coil kept kicking back and would not advance past the hub of the microcatheter; therefore, the ruby coil was removed. The procedure was completed using another coil and the same microcatheter. There was no report of an adverse effect to the patient.